Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10683 - device 14 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced tubing issues with 20 infusion sets of the same type. The infusion set tubing was leaking at the site. The event dates were from (B)(6) 2024. The infusion set was in use for 1-2 days. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took correction injection via mdi and bolus via pump to address the high bg. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.